Event description:
During a procedure to place a gastric feeding device, the physician used a cook endoscopy percutaneous endoscopic gastrostomy device. Ten days post-procedure the tube leaked into the patient's peritoneum, resulting in an abscess and infection. The device was removed and the patient was given antibiotics.